Event description:
This lv lead pulled back and dislodged during an rv lead revision. It was repositioned and remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.